Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va051ye, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had an implant revision on (B)(6) 2013 because the implant was poking out and snagging things. The hcp told the patient that the ins eventually would break through the skin. The implant was placeddeeper, and it was noted that the fat that was at implant site had gone away and the hcp thought the patient had lost weight. Following the revision the patient experienced a burning sensation at the implant site. The patient was also unable to adjust stimulationand reported a ¿call your doctor" icon for a power-on-reset condition the day after the revision.

Event description:
Additional information received indicated the cause of the event was erosion. It was noted that the lead began to erode, therefore it was placed deeper. The patient outcome was no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).